Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: evaluation revealed that the audio bolus button was intact; no damage was observed. The audio bolus button was found to be unresponsive. The button cover was removed and the button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive and the button slug was missing. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/29/2013.